Manufacturer narrative:
The original email notification received on august 30th stated a patient received a burn from an electrode, but has limited information to the circumstances. One phone call and four emails were exchanged with the supervisor of materials management. Manager stated she did not have specific details or dates related to this incident. Manager made multiple attempts to contact nursing staff who reported this incident, but was unable to obtain additional details. At this time a root cause cannot be determined. The time and method these electrodes were worn is unknown. Unable to confirm the issue or identify a potential root cause. We cannot identify the severity of the alleged burn or if medical intervention was provided. In an abundance of caution this medwatch is being reported. Actual device not returned.

Event description:
End-user received a burn while wearing the electrode.